Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues event on (B)(6) 2026. The infusion set fell off during use. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.